Event description:
It is reported that the device was implanted in 1997 and revised in 2004. The surgeon revised by replacing poly only. Articular surface was worn on medial posterior surface. The post (spine) on the articular surface was broken.